Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned wet sample was visually inspected and there were no obvious defects observed that would have contributed to the reported event. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. Damage was observed to the cassette, in returned condition, this damage prevented further testing on the console to confirm no leakage during operation. The customer's event could not be replicated on the console due to returned damage on the cassette. The root cause of the customer's complaint could not be established as the cassette condition prevented further functional testing on the console. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported test failed, leaking water from the cartridge while priming. The product was replaced, and the procedure was completed. There was no patient involvement.